Event description:
While the surgeon was using the mega needle holder, the cable broke. No injury to pt. Instrument removed from sterile field. Another used to finish case. One life left on instrument.